Event description:
During an afib/right atrial flutter procedure, it was reported the physician heard an audible pop followed by a pericardial effusion. A pericardialcentesis was performed on the patient. One (1) liter of fluid was removed. The patient was taken to the operating room for surgical repair. Multiple attempts for obtaining details of the event have been made however, no additional information has been received yet.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus this device was not returned for investigation since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: stockert 70 system, model #: m-5463-01, serial #: (B)(4). Cool flow pump, model #: m-5491-02, serial #: (B)(4).